Event description:
Na

Manufacturer narrative:
Fourteen customer returned samples from lot #7c879 were inspected by removing the hemogard closure. One of the fourteen samples was broken under the closure. The other thirteen samples were tested for glass thickness, ring strain, minimum inner diameter (ID) at glaze, and glass breakage. All thirteen tubes were within product specifications. The ring strain and minimum ID at glaze were also per specification. Technician who was cut was not given any medical treatment. Baseline testing for hiv and hbv were administered. Pt blood was also tested and found not to be infectious.